Event description:
It was reported that the user disconnected the ilet pump to charge and subsequently experienced loss of glucose readings on the ilet due to intermittent communication between the ilet and the dexcom g7, likely because the user was too far from the pump; the issue was limited to signal loss to the ilet and was addressed with troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.